Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain on inflation. Cylinder aneurysm was noted. The device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
A3a. Sex updated.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain on inflation. Cylinder aneurysm was noted. The device was removed and replaced. No further patient complications were reported.